Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl and the customer lost consciousness. Paramedics administered a glucagon injection and intravenous sugar water. The customer declined to go to the hospital. The customer thought that the pump was dispensing too much insulin and was the cause of the low bg. The customer could not verify if the pump settings were correct. Tandem technical support advised the customer to discuss the settings with a healthcare provider. The customer acknowledged the advice. Due to the paramedic treatment, the bg level rose to 400 mg/dl and reportedly, the customer administered 1 unit of insulin to lower the bg to 266 mg/dl. Upon follow up, tandem clinical diabetes specialist (cds) reported that due to a recent weight loss, the customer's pump's settings required adjustment and was cause of the low bg. The cds notified the customer's clinical diabetes educator.